Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted. Refer to MDR 1226348-2018-10492 for information regarding the second device reported in this event.

Event description:
As reported, that two certas plus valves were occluded. The first valve was revised after being implanted for several days; and then while the 2nd valve was being implanted, it would not flow. A competitor's fixed valve was implanted instead.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was received was at setting 2. The valve was visually inspected; no defects were noted. The valve was tested for programming and passed. The valve was flushed; no occlusion found. The valve was leak tested; no leaks noted. The valve was reflux tested and passed. The siphon guard was tested; no issues found. The siphon guard was removed. The valve was then pressure tested; the valve passed the testing. A review of manufacturing records was not able to be performed, as not lot number information was provided. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.